Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 1st complaint for lot#: 9226367 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Based on the investigation carried out and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the lot and symptom. Root cause description: no root cause can be determined as no samples were received. However, it could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper vial material. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd precisionglide¿ needle was blocked and would not efficiently draw or release insulin from the vial during use. The following information was provided by the initial reporter: "caller reported not efficiently drawing / releasing insulin from insulin vile."